Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify missing segment/partial display anomaly due to blank display. Insulin pump received with moisture damage motor, vibrator and battery tube assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was quit working. The customer blood glucose level was 122 mg/dl. Customer stated that they replaced the batteries a week before that and it would show a normal screen until they pressed a button it would show lines on the screen. Customer stated that on friday insulin pump got to the point of where the lines were so bad and they couldn't see anything. Customer was went to shots. The device will be return for analysis.